Event description:
On (B)(6) 2009, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, follow-up imaging identified a proximal type I endoleak associated with the implanted trunk-ipsilateral leg component. It was reported that no aneurysm enlargement was identified, and the cause of the endoleak was caused by proximal neck angulation. On (B)(6) 2012, and intervention was performed to treat the proximal type I endoleak. An add'l device was implanted for proximal extension. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.